Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. Should further relevant information become available a supplemental MDR will be submitted.

Event description:
It was reported that during a stenting treatment procedure, deflation difficulties were encountered. The pt has signs of chronic mesenteric ischemia. A cta demonstrated occlusion of her ima and proximal portion of the sma, with severe stenosis of the celiac axis as well. Attempts to safely cannulate the celiac axis from the groin axis were unsuccessful. As such the left brachial artery was accessed and the express biliary stent was deployed in the proximal celiac axis. Although the deployment went smoothly, the balloon did not completely deflate. Due to the balloon not being able to be withdrawn in the sheath despite repeated attempts, the balloon and the sheath were removed as a unit. A wire remained within the aorta. Attempts to insert a 6f sheath over the wire were initially unsuccessful, resulting in beginnings of a hematoma in the left upper arm. A 4f sheath was then inserted over the wire, and used to insert a glide wire, which in turn was used to insert a 7f sheath. A hematoma started to develop in the left arm, and a left brachial arteriogram confirmed sluggish flow in the left brachial artery, with near occlusion of the artery at the entry site of the sheath. A catheter was then inserted through the sheath in the groin and positioned in the celiac axis. An arteriogram confirmed marked improvement in flow through the celiac axis with significantly improved filling of the sma through collaterals. In view of the prolonged act due to administration of heparin, and concern for the upper left extremity arterial occlusion due to the sheath, protamine was administered. The pt then developed a pseudoaneurysm at the puncture site, which required operative repair. The pt also developed mild median nerve region sensory and motor deficit due to the pseudoaneurysm.